Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2015 and revised on (B)(6)2020 due to a pump tubing leak (tear). One titan otr pump and two cylinders were received for evaluation. Testing and microscopic examination of the returned components revealed a separation within abrasion in the longer exhaust tube of the pump, indicating surfaces had come into repetitive contact. Testing revealed this to be a site of leakage. A segment of the pump inlet tubing with the connector was detached in order to perform functional testing. Examination revealed a separation within the inlet tubing segment. Testing revealed this to be a site of leakage. Microscopic evaluation revealed uniform striations on the surfaces of the separation site, indicating contact with sharp instrumentation such as a scissors or scalpel. Microscopic evaluation revealed partial separations within abrasion on the shorter pump exhaust tubing. Surface abrasion was noted on all pump tubing, and the inlet tubing/connector tubing segment. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on the pump exhaust tubing may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause the longer pump exhaust tubing to abrade, resulting in a separation of the longer pump exhaust tubing. A separation of this type may then allow the loss of fluid, rendering the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the inlet tubing/connector segment occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure.

Manufacturer narrative:
A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, pump tubing leak (tear). Device revised the lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.